Manufacturer narrative:
It is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Event description:
A report was received that a recently implanted patient was experiencing soreness, swelling at the ipg site and it was hot to touch. The patient had cellulitis and was treated with antibiotics for the infection. The physician was not sure on what had caused the infection. The patient had completed the round of antibiotics and was doing well.